Event description:
The hcp reported the pt had been experiencing increasing leg weakness. Multiple adjustments of the pump were done by the hcp. The device was eventually removed. The pt recovered without sequela. "Patient was just unsatisfied with baclofen."